Manufacturer narrative:
The reported events of insulation damage and atrial lead noise were confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found external abrasion breaching the outer insulation exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported events was isolated to external abrasion exposing the outer coil cause by friction to the device can. All other damage noted is consistent with procedural damage.

Event description:
Related manufacturer number: 2017865-2021-20936. During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) and right atrial (ra) leads. Increased pacing impedance was also observed on the rv lead. The event was resolved by capping the pacing and sensing portion of the rv lead and implanting a new rv lead to pace and sense and explanting and replacing the ra lead. During the revision procedure, insulation damage was visually confirmed on the rv and ra leads. The patient was in stable condition.